Manufacturer narrative:
Concomitant medical products: (3)spm tubing, (3) pri tubing; (3) syringes. The customer¿s report of an overinfusion was confirmed. The pcu event log shows that the syringe module was in use and infusing morphine cont mg/kg/hr 1mg/1ml at a rate of 0.24ml/hr (dose = 0.07mcg/kg/hr). At 6:00 am, the user selected the device. This resulted in display of the continuous infusion screen. The user then selected the up arrow twice, which increased the rate from 0.24ml/hr to 0.30ml/hr (dose 0.0882mg/kg/hr) with the first up arrow selection and then to 0.4ml/hr (dose 0.1176mg/kg/hr) with the second up arrow selection. The infusion continued at 0.4ml/hr until 6:28 am when the infusion was paused and the dose was changed back to 0.07mcg/hr. The volume recorded as being infused at 0.4ml/hr (dose 0.1176mcg/kg/hr) was 0.19ml. The root cause of the overinfusion was a user issue. Devices not received, log review only.

Event description:
The customer reported that at 06:00 morphine 1mg/ml was programmed to infuse at 0.238 ml/hr (0.07 mg/kg/hr) with a syringe containing approximately 45 ml. At 06:30 the nurse was notified by the parent that the dose was higher than expected, at 0.1176 mg/kg/hr (0.4 ml/hr). The patient received 0.2 ml of morphine over 30 minutes instead of 0.12 ml (0.08 ml more than expected). The event occurred in the newborn ICU. Additional modules were infusing insulin, midazolam and saline at unspecified rates. There was no report of any patient harm. The facility biomed department conducted an internal investigation of the event logs and concluded that after pausing all channels, the user selected the syringe, "and instead of pressing soft key 14 (start), he or she pressed up which by default increases the rate. The user then attempts to select the next syringe (invalid key press) and presses up a second time instead of soft key 14 (start) which increases the rate of the initial syringe a second time. Eventually, the user starts the initial syringe, but with a higher rate/dose than expected." The customer requested an event log review to confirm the findings.